Event description:
It was reported that the subject device had a broken ceramic head. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be determined. Based on the results of the investigation, the event was caused by a component failure of the ceramic head (insulation beak). The most likely cause is impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.